Manufacturer narrative:
Analysis of the patient interface could not verify the complaint of device not registering or not working properly. The missing cable clips were replaced and the device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was broken and needed a repair. The device was not working properly and was not registering with mainframe. There was no patient impact.